Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the pt's iliac arteries were small, calcified and severely diseased. It was reported that the stent graft was inserted into the pt without the use of an introducer sheath. The physician was advancing the stent graft and was unable to reach the intended landing zone. Upon removal of the stent graft the pt's blood pressure dropped due to dissection of the right common femoral artery. The dissection was repaired and the procedure was postponed until a later date. No additional clinical sequelae were reported, and the pt reported to be fine.